Event description:
It was reported that the patient had "convulsive like spasms" in the heart and was seen in the emergency room and was found to have diaphragmatic stimulation. The device was reprogrammed to lower the left ventricular amplitude. But at the follow up visit the patient was still having stimulation. The device was again reprogrammed and the patient reported to have no further diaphragmatic stimulation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.